Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer disconnected from the infusion site, primed the tubing and reconnected. Insulin delivery was resumed. The customer could not recall if the blood glucose level was impacted.